Event description:
Reportedly, during patient use, there were "backup battery low" and "shutdown imminent" indicators. The patient was manually ventilated and transferred to another ventilator. There were no reported serious or negative patient consequences.

Manufacturer narrative:
(B)(4).